Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was no direct visualization of essure coils.") And back pain ("there are days I can feel my pulse throbbing in my lower back like an infection/ aching") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), device expulsion ("the essure clip in the right fallopian tube extends into the endometrial cavity."), burning sensation ("burning"), procedural pain ("sore from a hysterectomy"), flatulence ("gas pain in my rib and collar bone"), dyspepsia ("heartburn or the heat coming up fom my throat") and gait disturbance ("I'm going to try to walk a bit today"). The patient was treated with omeprazole (prilosec), simeticone (gas x) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, device expulsion, burning sensation, flatulence, dyspepsia and gait disturbance outcome was unknown and the procedural pain had resolved. The reporter considered back pain, burning sensation, device dislocation, device expulsion, dyspepsia, flatulence, gait disturbance and procedural pain to be related to essure. The reporter commented: trailing coils: right- 3 or 4 rings, left- 3 coils. Concerning the injuries reported in this case, the following were reported via social media: back pain, burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Events added: there was no direct visualization of essure coils, the essure clip in the right fallopian tube extends into the endometrial cavity. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('there are days I can feel my pulse throbbing in my lower back like an infection/ aching') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), procedural pain ("sore from a hysterectomy"), flatulence ("gas pain in my rib and collar bone"), dyspepsia ("heartburn or the heat coming up fom my throat") and gait disturbance ("I'm going to try to walk a bit today"). The patient was treated with omeprazole (prilosec), simeticone (gas x) and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, burning sensation, flatulence, dyspepsia and gait disturbance outcome was unknown and the procedural pain had resolved. The reporter considered back pain, burning sensation, dyspepsia, flatulence, gait disturbance and procedural pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: back pain, burning sensation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events post procedural pain, gas pain, heartburn, walking difficulty were added. Hysterectomy was captured as a non-drug treatment for back pain, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there was no direct visualization of essure coils.') And back pain ('there are days I can feel my pulse throbbing in my lower back like an infection/ aching') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), device expulsion ("the essure clip in the right fallopian tube extends into the endometrial cavity."), burning sensation ("burning"), procedural pain ("sore from a hysterectomy"), flatulence ("gas pain in my rib and collar bone"), dyspepsia ("heartburn or the heat coming up fom my throat") and gait disturbance ("I'm going to try to walk a bit today"). The patient was treated with omeprazole (prilosec), simeticone (gas x) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, device expulsion, burning sensation, flatulence, dyspepsia and gait disturbance outcome was unknown and the procedural pain had resolved. The reporter considered back pain, burning sensation, device dislocation, device expulsion, dyspepsia, flatulence, gait disturbance and procedural pain to be related to essure. The reporter commented: trailing coils: right- 3 or 4 rings, left- 3 coils. Concerning the injuries reported in this case, the following were reported via social media: back pain, burning sensation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.